Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery. A non-bsc guide wire was advanced to the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected to predilate the lesion. Inflation pressure did not increase more than 4atm. During the first inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).